Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿viscometer failure or mechanical failure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device history review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the last batch of male external catheter had little adhesive and caused roll off during mid flow. Stated that it caused a mess and needed someone else to clean up. Also stated that some male external catheter had too much adhesive and the baby oil was used to remove it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the last batch of male external catheter had little adhesive and caused roll off during mid flow. Stated that it caused a mess and needed someone else to clean up. Also stated that some male external catheter had too much adhesive and the baby oil was used to remove it.